Event description:
Bronchoscopy with transbronchial needle aspiration was being performed. During the procedure, unable to pass needle biopsy through the end of the biopsy catheter - unable to advance past sleeve. Biopsy was able to be successfully completed via use of alternative equipment.